Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, so customer was unable to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.